Event description:
Customer states that sys had an overload fault and small image on screen. No pt injury was reported. Customer states that sys had an overload fault and small image on screen 0951.

Manufacturer narrative:
The sys rep cleaned and regreased candles. Tested sys by doing several high fluoro and cine shots. Sys is operating as intended.